Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. The drill bit was received at customer quality (cq) in two pieces. The distal tip fragment that broke off is approximately 8mm in length. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at cq is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. A dimensional inspection of feature(s) relevant to this complaint could not be obtained at cq due to the damage (broken tip and remainder of fluted area is distorted). Relevant drawing was reviewed during this investigation. Unable to determine a definitive root cause. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 310.509, supplier lot u238823: release to warehouse date: february 03, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. It was noted that the broken drill bit was removed easily. No fragments were generated. No surgical delay or patient harm. Procedure was completed successfully. Patient was discharged with no clinical impact. Concomitant devices reported: drill guide (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).